Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information received: a plee60a was being used for the second firing with the black gst cartridge and gore seamguard buttressing. The staple that ¿remained in the reload¿ was deployed, but remained seated on the cartridge deck in pigtail form.

Event description:
It was reported by the sales rep that during a laparoscopic sleeve procedure, one staple remained in the reload on the patient side, outer row, in the middle of the reload. The surgeon continued on, however; he is concerned that there are only two rows of staples at that point. There were no patient consequences reported. One reload will be returned

Manufacturer narrative:
(B)(4). Batch # m55u67. The analysis results showed that one gst60t cartridge reload was received. The reload was received with one staple was visible stuck partially in the pocket and fully fired. Examination of the bottom of the reload revealed a rolled driver in the pocket with the stuck staple. No conclusion on how the driver became damaged.

Manufacturer narrative:
(B)(4). An intra-operative photo was received. The photo is a back table shot of the cartridge in a plastic bag looking from the side. There look to be two formed staples at the distal end of the cartridge. There is also 1 malformed staple more midline that appears that it was not delivered as expected into tissue. The legs of the staple are malformed and the crown cannot be seen suggesting that the driver did not fully deploy the staple. Based on the photo evidence of the subject gst60t cartridge, the event description can be confirmed. Hands on device and cartridge analysis may provide the evidence necessary to determine the root cause of the complication.